Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 440 mg/dl at the time of incident and the current blood glucose of the patient is 392 mg/dl. The symptoms related to high blood glucose was felt warm and dizzy. The customer did not provide details regarding treatment of high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be return for analysis.